Event description:
A us distributor returned a charger / modem indicating that it would not power on.

Manufacturer narrative:
Device evaluation summary: device evaluation of charger / modem sn (B)(4) has been completed. The reported problem (will not power on) was confirmed. As received, the l602 inductor connections on the bedside board were fractured. The cause of the inability to power on is the damaged inductor connections. The root cause of the damaged inductor connections cannot be positively identified. No adverse event resulted from the defective charger / modem.